Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll. Further evaluation found that the complaint information provided in the initial report was incorrect. The reported problem was that the device was the main knob was cracked; the device was able to power on. Reports of this nature are typically not considered to be reportable, as the device's ability to administer therapy is not impaired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.